Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during use on a pt the oxygen (o2) values were not displayed. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found the o2 sensor damaged. The cse replaced the o2 sensor. The unit passed extended self-testing.